Manufacturer narrative:
(B)(4). The reported complaint of "helium leak - source side" is not able to be confirmed. No part was returned to teleflex chelmsford for I nvestigation. According to the eqr report the distributor hugo's technician replaced the helium regulator assembly. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "helium leak - source side". No additional information on this issue is available. If additional information be comes available, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). Resuable devices: UDI number unavailable as complaint product does not have a batch/lot number.

Event description:
It was reported that "helium leak - source side". No additional information on this issue is available. If additional information be comes available, the complaint file will be updated.